Event description:
New information received notes that there was high capture threshold on the right ventricular (rv) lead.

Event description:
It was reported that the patient presented in the emergency room after receiving shocks. The patient was shocked for atrial fibrillation (af) with rapid ventricular rate (rvr). The right ventricular pacing lead impedance had increased. On (B)(6) 2018, the physician elected to cap and replace the right ventricular lead. There was a capped atrial lead from a previous system which the physician uncapped. The physician elected to upgrade the device to dual chamber system with the old right atrial lead and new right ventricular lead. The patient was stable following the procedure and will be followed normally.